Event description:
It was reported while using the bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes were observed to have an oily film on the sample surface. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. B.3. Date of event provided was may 2023. The day of event occurrence in may 2023 was not provided. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes were observed to have an oily film on the sample surface. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information. D4. Medical device expiration date: 30-apr-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 21-nov-2023. Investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination evaluated and no gel issues were observed relating to oil gel globules or oil on surface film as all samples met specifications. Complaints for sample quality for the month of august 2024 were not under statistical control therefore factors that may contribute to oil gel globules or oil on surface film was evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, oil gel globules and surface film, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of oil gel globules or oil on surface film. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.